Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However a photograph was provided. Upon visual inspection of the photograph, it was confirmed that the silicon lid on the ampoule was broken. No other anomalies were noted. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device [9524026] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tha surgery for oa of hip. In the surgery, when the surgeon opened a package of the endurance bone cement in question, the silicone lid of the ampoule was broken. Another endurance bone cement was used, and the surgery was completed within 30 minutes delay.